Manufacturer narrative:
Evaluation summary: a customer reported that that aqueous humor didn't come out when the device was implanted. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. A sample was sent to sterilization and not returned yet, therefore the condition of the product could not be verified. No additional complaints for this batch/lot. Because the investigation of the sample was not completed yet, the root cause cannot be determined. The root cause will be reassessed upon completing the investigation. Additional information has been requested. (B)(4).

Event description:
A customer reported during a glaucoma filtration device implant procedure, aqueous humor did not come out of the device. The device was removed and a trabeculectomy was performed.

Manufacturer narrative:
The product was returned for investigation and was found in the following manner: the sample was received in an original outer box, the eds is placed in the cradle, without the pouch, device was received separately from the eds, attached to the cradle with adhesive tape, eds wire is partly depressed and eds wire is partly protrudes from the eds cannula. The device was received with unrecognized residue. Inner illumination inspection of the of the device inner lumen found that both side of the restriction unit is open. The product was returned for analysis and the reported complaint was not confirmed: the device's lumen was found to be open. Therefore, there is no indication for manufacturing related factors that could cause the blockage. The root cause could not be conclusively determined. There is no evidence of manufacturing related factors that might have caused the event. (B)(4).